Manufacturer narrative:
Expiration date unknown as lot # is unknown. No consequences to the patient were reported. Separates is not listed in the instructions for use. Event is still under investigation.

Event description:
The patient presented with two stones in the common bile duct. The first stone was removed successfully. During retrieval attempt of the second stone, the catheter was kinked and then broke off in the patient. The surgeon reported felling kinking occur upon manipulation/advancement and retrieval of the device in and out of the o.r. Clamp. No part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence, however, the patient did proceed to ercp procedure with one stone still in the common bile duct.